Event description:
Incident-anticipated: serious injury: required intervention. This is a spontaneous case report received on 02-aug-2016 from a lawyer, on behalf of a female plaintiff of unspecified age in the united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and subsequently had the device removed due to complications. This case was received through a legal claim which included several plaintiffs. The complications suffered by plaintiffs included: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 29-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. Device removal is listed according to the reference safety information for essure. This case was received through a legal claim which included several plaintiffs. The adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration/ the right coil was not seen through the right ostium"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device:uterus") and device breakage ("coil was removed in pieces") in an adult female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), menstrual disorder ("menstruation issues"), hypoaesthesia ("numbness"), mood altered ("mood change"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), stress ("stress"), anxiety ("anxiety"), migraine ("migraines"), headache ("headache"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (d and c, diagnostic/operative laparoscopy, removal of impacted coil and partial right salpingectomy), surgery (d and c, diagnostic/operative laparoscopy, removal of impacted coil and partial right salpingectomy), surgery (hysteroscopy and salpingectomy), surgery (hysteroscopy and salpingectomy) and surgery (d and c, diagnostic/operative laparoscopy, removal of impacted coil and partial right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, device expulsion, device breakage, dizziness, menstrual disorder, hypoaesthesia, depression, stress, anxiety, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood altered, stress, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coil on the left side found in place with a 5 coils seen through the cavity. The right coil was not seen through the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. On (B)(6) 2014 patient had surgical pathology report reported specimen a: endometrial curetting¿s: proliferative endometrium. Specimen b: essure coil and partial right fallopian tube: fibrotic tissue with reactive fibrosis and foreign body granulomatous change. Two segments of coiled wire. Gross only. Specimen b, received in formalin, labeled with the patient's name, surgical pathology number and "essure coil and partial right fallopian tube" and consists of two irregular portions of a thin coiled wire each averaging 0.1 cm in diameter and measuring 2.5 and 0.6 cm in length. Each portion of wire is partly encased with red-pink soft tissue on (B)(6) 2013 patient had hysterosalpingogram test resulted in both coils on both sides of the pelvis. Isovue injected and multiple pictures were taken showing complete filling of the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), menstrual disorder ("menstruation issues") and hypoaesthesia ("numbness"). The patient was treated with surgery (underwent partial right salpingectomy). At the time of the report, the fallopian tube perforation, device dislocation, dizziness, menstrual disorder and hypoaesthesia outcome was unknown. The reporter considered device dislocation, dizziness, fallopian tube perforation, hypoaesthesia and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-aug-2017: f/u summons received-event device removed deleted and events perforation,migration, dizziness, menstruation issues, numbness added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration/ the right coil was not seen through the right ostium"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: uterus") and device breakage ("coil was removed in pieces") in an adult female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), menstrual disorder ("menstruation issues"), hypoaesthesia ("numbness"), mood altered ("mood change"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), stress ("stress"), anxiety ("anxiety"), migraine ("migraines"), headache ("headache"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (d and c, diagnostic/operative laparoscopy, removal of impacted coil and partial right salpingectomy), surgery (d and c, diagnostic/operative laparoscopy, removal of impacted coil and partial right salpingectomy), surgery (hysteroscopy and salpingectomy), surgery (hysteroscopy and salpingectomy) and surgery (d and c, diagnostic/operative laparoscopy, removal of impacted coil and partial right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, uterine perforation, device expulsion, device breakage, dizziness, menstrual disorder, hypoaesthesia, depression, stress, anxiety, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, mood altered, stress, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coil on the left side found in place with a 5 coils seen through the cavity. The right coil was not seen through the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.295 kgs. On (B)(6) 2014 patient had surgical pathology report reported specimen a: endometrial curetting¿s: proliferative endometrium. Specimen b: essure coil and partial right fallopian tube: fibrotic tissue with reactive fibrosis and foreign body granulomatous change. Two segments of coiled wire. Gross only. Specimen b, received in formalin, labeled with the patient's name, surgical pathology number and "essure coil and partial right fallopian tube" and consists of two irregular portions of a thin coiled wire each averaging 0.1 cm in diameter and measuring 2.5 and 0.6 cm in length. Each portion of wire is partly encased with red-pink soft tissue on (B)(6) 2013 patient had hysterosalpingogram test resulted in both coils on both sides of the pelvis. Isovue injected and multiple pictures were taken showing complete filling of the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : device breakage. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs and medical record received:the event mood changes , abnormal bleeding (vaginal, menorrhagia),depression, stress, anxiety,migraines,headaches ,device expulsion, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse),vaginal discharge , fatigue , perforation (uterus) , weight gain , hair loss,lower abdominal pain added. Events outcome,reporter,case got medically confirmed yes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration/ the right coil was not seen through the right ostium") and device breakage ("coil was removed in pieces") in an adult female patient who had essure (batch no. 975393) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), menstrual disorder ("menstruation issues") and hypoaesthesia ("numbness"). The patient was treated with surgery (d and c, diagnostic/operative laparoscopy, removal of impacted coil and partial right salpingectomy ). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, device breakage, dizziness, menstrual disorder and hypoaesthesia outcome was unknown. The reporter considered device breakage, device dislocation, dizziness, fallopian tube perforation, hypoaesthesia and menstrual disorder to be related to essure. The reporter commented: the coil on the left side found in place with a 5 coils seen through the cavity. The right coil was not seen through the right ostium. Diagnostic results: on (B)(6) 2014 patient had surgical pathology report reported specimen a: endometrial curetting¿s: proliferative endometrium. Specimen b: essure coil and partial right fallopian tube: - fibrotic tissue with reactive fibrosis and foreign body granulomatous change. - two segments of coiled wire. Gross only. Specimen b, received in formalin, labeled with the patient's name, surgical pathology number and "essure coil and partial right fallopian tube" and consists of two irregular portions of a thin coiled wire each averaging 0.1 cm in diameter and measuring 2.5 and 0.6 cm in length. Each portion of wire is partly encased with red-pink soft tissue on (B)(6) 2013 patient had hysterosalpingogram test resulted in both coils on both sides of the pelvis. Isovue injected and multiple pictures were taken showing complete filling of the uterine cavity. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : device breakage. Most recent follow-up information incorporated above includes: on 12-jun-2018: medical record received, reporter added,lot number added, lab data added, event device breakage added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.